Event description:
It was reported that the patient's right ventricular lead exhibited loss of capture due to lead dislodgement that was confirmed via chest x-ray. On jul 16, 2025, the patient's lead was revised. High capture thresholds were noted post revision; however, they were deemed to be acceptable. The patient was stable.